Manufacturer narrative:
The customer performed several troubleshooting procedures and contacted customer service. Service determined the cuvette dryer tip was the likely cause and suggested the customer replace the part. Part replacement resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the part was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results for patient samples tested on the architect c4000. The customer issued corrected reports for approximately (B)(6) patients after retesting the samples. One example was provided. An initial result of 7.44 mg/dl retested within the normal range of 1.6 - 2.6 mg/dl. No adverse impact to patient management was reported.